Event description:
It was reported that insulin was not advancing through the tubing during fill tubing. The issue was solved by changing the cartridge and infusion set. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.